Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Updated summary it was reported by the food and drug administration that the customer received emergency medical assistance due to severe low blood glucose on (B)(6). 2017 with unlisted blood glucose levels at the time of the incident. The customer stated that the continuous glucose monitoring system stopped working resulting in the low. The customer has had 3 paramedic visits due to lows. The customer experienced symptoms such as loss of consciousness that caused a concussion.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was in a car accident due the low. The customer stated that they did not have a sensor on and did not know their blood glucose was low. The customer states the pump is working fine. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.